Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a catheter revision of the spinal segment. The health care provider wanted to replace the spinal segment and re-anchor then connect to pump segment. It was indicated that the patient was doing "fine". The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n232254002, implanted on:, lot # n232254002, explanted on: unknown, catheter: model # 8598a, serial # (B)(4), implanted on: (B)(6) 2012 explanted on: unknown, (B)(6), serial # (B)(4). (B)(4).